Event description:
The product was used during a lavh procedure. Reportedly, the approx. Lever would not close. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
The exact cause for the reported condition could not be reliably determine as the subject staple cartridge was not returned for evaluation.